Event description:
The lay user/patient contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The report is from the (B)(4) study. The target lesion was the proximal left internal carotid artery. Pre-procedure stenosis was 95%. Lesion length was 20mm and diameter was 5mm. The lesion was a mildly tortuous. The lesion was pre-dilated. A precise pro rx 8 x 40mm stent was deployed at the target lesion. Angioguard rx, size 6 basket, was successfully deployed and retrieved. Post-procedure stenosis was 20%. There was no neurological deficit when the patient left the angiography suite. The day following the procedure, the patient had a gradual onset stroke with behavioral changes. The event stroke fully resolved in greater than 24 hours. No additional treatment for the stroke was given. The patient was discharged 5 days post-procedure. Addendum: the adjudication minutes received 8/30/2010 agreed with the previously reported diagnosis of a stroke. This event was clarified as an embolic stroke. In addition, it was reported that the patient developed ongoing mild right hand weakness, thus, the event will be reportable. Additionally, it was noted that the patient had a vessel spasm with transient occlusion of the left ica which resolved upon removal of the angioguard. However, it is unknown if this event had a casual relationship with the right hand weakness. As such, vessel spasm was as a reportable complaint.